Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. Additionally, the customer experienced high ketone levels identified the ketone levels as dangerous and life threatening by a health care provider.